Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The lcd board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump's display went blank during a bolus attempt. Most recent blood glucose level was 72 mg/dl. Customer reported that the insulin pump's casing was cracked due to being dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)